Event description:
9/11/94 at 10:50 pm - respiratory arrest. Pt had progressive ventilatory failure. Intubated with #8-0 et with 4 mac. Et cuff leaky. #8-0 et removed. Reintubated with #7-0 et with #4 mac. 9/12/94 at 4:10 pm, pt to or for open lung biopsy. Et cuff leaky. Anesthesia attempted to change et tube. Unsuccessful. Stat trach performed. Pt arrested. Expired at 4:10 pm.